Event description:
A report was received from a user facility in the USA stating the vitrectomy cutter stopped working during use. The surgeon reported "the cutter appears to stick in the closed position while it is used at 5000 cpm. When I restarted at a low cut rate, the cutter functioned, but the moment I went to high cut rate the cutter stopped aspirating due to the occluded port." There was no serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
One 25 gauge vitrectomy cutter was received without the tip protector. Visual examination found the needle was not bent. The port window was in the opened position and there was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter had good clean cuts and aspirated as required. The sterilization and lot history records of this device were reviewed and found to be acceptable. Report 2 of 5.